Event description:
It was reported to baxter (B)(4) that a (B)(6) male patient experienced an over-infusion while using a ce infusor lv2 device. The intended infusion was 150mg of ketamine and 50ml of nacl to be infused in 24 hours. However, the infusor completely emptied in 12 hours. According to the reporter, the infusor was selected for its flow rate and not for the infusion time. The patient was also simultaneously being treated for hyperthermia with an infusion of oxycodone and dextrose 5%, using the same infusion point. After the infusion using the ce infusor lv2, the patient received erbitux, which cause a skin rash on the patient. However, the reporter stated the skin rash was a result of the erbitux therapy and was not caused by the over-infusion of ketamine and nacl. No additional information is available.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of an over-infusion cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.